Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited no image. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d8, g3, g6, h2, h3, h6 and h11. Corrected field: h8. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on cable unit, damage on camera unit and water leakage. A root cause could not be identified. Based on the results of the investigation, it is likely that one of the following conditions led to the malfunction: damage to the cable unit, resulting in the endoscopic image not being displayed and error e311 being observed; damage to the camera unit, resulting in the endoscopic image not being displayed; or poor water-tightness of the cable unit, resulting in the endoscopic image not being displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.